Event description:
A user had developed a treatment plan using the xio software and switched from a cobalt unit to a linear accelerator. Xio detected an invalid treatment distance, and the "dose not current" message was displayed at the bottom of the xio screen, as was apropriate. However, when the user entered a valid treatment distance and the message was removed, xio did not recalculate the beam, and the doses for the previously calculated machine were redisplayed. The problem was detected, and no pts were mistreated. This same issue was reported under MDR 1937649-2005-002. This MDR represents a second user report of the same software bug.